Event description:
The 840 ventilator stopped cycling while in use on a patient.the patient was not harmed of injured as a result of the event. The nellcor puritan bennett customer support engineer(cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.